Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 18.4 mmol/l (331.2 mg/dl) while wearing the pod between 49 and 71 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient tried to deliver 15.6 units of insulin before they realized their bgs were high. As treatment, 3 units of insulin was administered with a new pod. The pod has been discarded.